Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25129155, 25128905 and 25128820 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that the vh-3500 handle cautery toggle is "significantly stiffer" than previous vh-3000 toggle. She stated she is concerned she is "going to get a disability in her thumbs" due to the increased resistance and toggle mechanism. It was also stated that she has had to "change her technique" because at times the handle and toggle require 2 hands requiring her to take her steadying hand off of the harvesting cannula and scope. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the vh-3500 handle cautery toggle is "significantly stiffer" than previous vh-3000 toggle. She stated she is concerned she is "going to get a disability in her thumbs" due to the increased resistance and toggle mechanism. It was also stated that she has had to "change her technique" because at times the handle and toggle require 2 hands requiring her to take her steadying hand off of the harvesting cannula and scope. The hospital did not report any patient effects.